Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), feeling abnormal ("brain fog") and asthenia ("energy returns"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the menorrhagia outcome was unknown and the pelvic pain, feeling abnormal and asthenia was resolving. The reporter considered asthenia, feeling abnormal, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New events: pain, loss of energy and brain fog were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.